Event description:
It was reported that prior to a fils right salpingo-oophorectomy procedure when the device was removed from the box, the jaws would not open. This happened before the case was started and another like device was used to complete the case. There was no patient involvement with this device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.